Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the ceramic tip was repaired by the third party with bad improper adhesives. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid endoscope sheath's ceramic tip was loose, which has been rebonded. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.